Manufacturer narrative:
Additional information can be found in the following fields: g4, g7, h2, and h10. Intuitive surgical, inc. (Isi) followed-up with a nurse supervisor at the site and obtained the following information: ¿the operational processes were evaluated on a case-by-case basis and we identified that, in common, all procedures were robotic. So a pdca cycle analysis was carried out in the robotic forceps cleaning process and among the improvements, we inserted a cleaning indicator.¿ based on the additional information obtained, this remains a reportable event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
This complaint is being reported because there was a report of a post-operative infection following a da vinci-assisted surgical procedure, but there was no information provided regarding the severity or whether or not an isi product caused or contributed to the complication. At this time, the procedure type, the date of the procedure, the severity of the infection, and the steps taken to address the infection remain unknown. Due to there being no procedure date and no additional information provided from follow-up, further investigation cannot be performed. The reported events captured with patient identifier numbers (B)(6) were all reported at once with identical information. Follow-up was attempted, but the patient information was either unknown, unavailable, or not provided. The expiration date not applicable because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
On (B)(6) 2019, a field specialist was informed by a hospital nurse that a post-robotic surgery infection was being investigated at the hospital. On 16-jan-2020, intuitive surgical, inc. (Isi) followed-up with the distributor, who indicated that there had been no updates from the site. No further information was provided.